Manufacturer narrative:
(B)(4): arm pad.

Event description:
It was reported by service report that the side rail arm pad plastic is cracked with exposed sharp edges. No pt involvement or adverse consequences are reported.